Event description:
Same case as 2134265-2014-08498, 2134265-2014-08497. It was reported that automatic pullback failure occurred. During intravascular ultrasound, a motor drive unit was used in conjunction with an opticross¿ imaging catheter to view the left anterior descending artery. It was noted during the procedure that the motor drive unit would not pullback. The procedure was completed by manual pullback. No patient complications were reported and patient's condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Examination of the device revealed that no damages were found on the returned pullback sled. The returned sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned accessories. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-08498, 2134265-2014-08497. It was reported that automatic pullback failure occurred. During intravascular ultrasound, a motor drive unit was used in conjunction with an opticross imaging catheter to view the left anterior descending artery. It was noted during the procedure that the motor drive unit would not pullback. The procedure was completed by manual pullback. No patient complications were reported and patient's condition is fine.